Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified, moderately tortuous anastomosis arteriovenous graft shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated to 23 atms two times, and 24atms two times. During the 5th inflation at 23 atms a balloon rupture occurred. No further actions were taken as the procedure was completed with this device. No patient complications were reported and the patient's status is listed as good.